Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00234.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00234. It was reported the patient was not receiving effective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored after surgery.